Event description:
Many recordings of internal noises on the rv were observed. No adverse patient events were reported. Lead currently remains implanted. Should additional information be received, this file will be updated.